Event description:
It was reported that during a meniscus repair, the t2 of the fast fix did not fire. T1 was removed with graspers. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the t2 of the fast fix did not fire. Both t1 and t2 were removed with graspers. The was non-significant delay reported. It is unknown how the procedure was completed. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, the t2 of the fast fix did not fire. Both t1 and t2 were removed with graspers. The was non-significant delay reported. It is unknown how the procedure was completed. No other complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that during a meniscus repair, the t2 of the fast fix did not fire. Both t1 and t2 were removed with graspers. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.